Event description:
It was reported that a tsb35 was used during a laparoscopic sigma procedure. It was reported by the affiliate that the device does not fire. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.56978/c. D5,6; h4: info not available, device not returned for analysis.